Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen in the emergency room for congestive heart failure. A remote interrogation was performed and reviewed by boston scientific technical services (ts). This showed pacemaker mediated tachycardia (pmt) episodes and oversensing of noise leading to inappropriately stored non-sustained ventricular tachycardia (nsvt) events. It was noted that this was not affecting timing of the device. It was noted that the patient was lost to follow up and had not been seen for five months. Ts suggested further evaluation. The field representative was unable to obtain any further information and the following clinic did not have any further information regarding this patient. The following clinic did note that the patient is non-compliant with follow ups. At this time the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.